Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator left (mtml) and performed calibration to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Additional information is being gathered to determine the contribution of the mtml to the customer reported issue. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the clinical sales representative (csr) contacted a technical support engineer (tse) on behalf of the customer and reported that the customer encountered several recoverable faults. The tse reviewed the logs and discovered error 23027 for digital pot issues for the left master tool manipulator (mtml). The csr stated that she informed the customer of the issue and requested for the tse to issue a ticket for service. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator left (mtml) was returned for failure analysis, and the reported error was confirmed but not replicated. In system logs, the 23037 error was found indicating counterbalance pot on the mtm axis 2, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto the surgeon side console fixture test platform (sftp) where it passed all tests. The complaint was confirmed based on failure analysis. Failure analysis was able to conclude that the axis 2 counterbalance pot was found to be the potential root cause of the reported event.

Event description:
Refer to h11 for follow-up information.